Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.503.739s, lot: 5l69873, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: aug 13, 2019, expiry date: aug 01, 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 04.503.739, lot: 12l9189, manufacturing site: (B)(4), release to warehouse date: july 29, 2019. DHR reviewed: dec 05, 2019. A DHR review was not performed for this pi. This lot was manufactured by elmira. Please reassign this task to the correct group. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the plate was broken despite not bending the same part of the plate. The surgeon bending it with 3d bender during pre-bending prior to a scheduled mandibular reconstruction surgery on (B)(6) 2019. There were no delay surgery and patient involved was unknown. Concomitant devices reported: unknown bending instruments: plate bender: trauma (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).